Manufacturer narrative:
Findings: unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. No froggy, moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose level was 64 mg/dl at the time of incident. The customer reported that the fluid was present under lcd display. The customer declined troubleshoot for low blood glucose. The customer was advised that to discontinue the use of insulin pump and revert to the back up plan. The customer will return insulin pump for analysis.